Manufacturer narrative:
The reported events of inadequate capture, no sensing and helix would not retract were confirmed. As received, a complete lead was returned in one piece. Analysis found severe over-torque of the inner coil in the connector region consistent with procedural damage. The cause of the reported events was isolated to helix being clogged with blood and severe over-torque of the inner coil. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure the right ventricular lead exhibited high capture thresholds and loss of sensing. The lead could not be repositioned as the helix would not retract. A new lead was successfully implanted. The patient was in stable condition.